Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system wasn't set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient had an unrelated procedure where the ipg was not placed into surgery mode. In turn, the ipg became inoperable. Troubleshooting was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.